Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder that was out of phase. The displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, broken battery tube threads, broken reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.

Event description:
Customer reported the insulin pump alarmed motor error when customer changed the battery. Customer's blood glucose level was 83 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.